Event description:
It was reported by repair work order that the seat was cracked which may lead to an unstable chair. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.